Event description:
Chair pad/alarm/wall connection was all connected. When white alarm box was pressed, it was activated, and activated the red light on the wall. However, upon pressing the chair alarm pad, it did not make a sound. Pt info not available.